Manufacturer narrative:
During analysis a shorted feed thru was found, but independently the hybrid was also found to have a high current drain.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 15.984 mg/day via an implantable pump for spinal pain. It was reported that the elective replacement indicator (eri) occurred on (B)(6) 2016 and was noted to be premature. Additionally, a motor stall was seen at an interrogation on (B)(6) 2016 and any emi or magnetic interaction was denied. They replaced the pump on (B)(6) 2016. No symptoms were reported. The cause of the premature eri and motor stall was not determined. The reason for device removal was noted to be therapy cessation. No rotor studies or dye studies were performed. There was no patient injury. The patient was noted to have recovered without sequelae.

Manufacturer narrative:
Additional analysis of the pump identified a root cause for the reported high current drain. The root cause was determined to be an l334 ic anomaly. Analysis confirmed the reported high hybrid current drain and determined that it was due to a defect in the u1 l334 ic¿s alarm driver circuitry.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.